Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to reload to get back cal files. Reload completed. Also discussed shut down procedure with customer to avoid loss of cal data. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system will not boot up. There was no report of pt injury.